Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic rising thresholds to a high level. Outputs were high in order to maintain adequate capture. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was damaged during rv lead replacement. The ra leas was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.